Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump had moisture damage on the motor. We were unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. We were unable to confirm unexpected restart error alarm due to blank display. The insulin pump was received without belt clip and battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown. The customer stated the pump fell into the tub and had moisture exposure. The device passed self-test. The customer was advised the device will be replaced and revert to back up plan.